Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient had a reaction to the implant that was inserted on (B)(6) 2019 to repair achilles tendon; also at the time was a removal of a bone spur. The patient ( female (B)(6)) had blisters all over her foot; she went to a dermatologist and was given a topical that did not improve the problem. On (B)(6) she visited the original doctor with a rash at the site. That doctor gave her an antibiotic ointment which did not improve the problem; she returned to the dermatologist who gave her steroid injections and cream and the site has improved. Her last visit to the original doctor was (B)(6) 2020 and showed an improvement at the site.